Event description:
It was reported that they were onsite, setting up the arctic sun loaner device for neonate usage. The device boots directly past the therapy selection screen and into normothermia therapy and then gives alarm 14 (patient temperature 1 probe out of range). Discussed that they would bring that loaner back to the depot for investigation and replace the loaner. Assess/service returned loaner equipment.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were onsite, setting up the arctic sun loaner device for neonate usage. The device boots directly past the therapy selection screen and into normothermia therapy and then gives alarm 14 (patient temperature 1 probe out of range). Discussed that they would bring that loaner back to the depot for investigation and replace the loaner. Assess/service returned loaner equipment.